Manufacturer narrative:
Evaluation found poor water flow due to clogging in the handpiece cable water tube. Water regulator will not adjust properly. Water solenoid has debris in it. Handpiece cable has exposed wires and tubing. Sterimate handpiece is worn, cracked and has corrosion on the connector pins. Power control potentiometer is worn and does not adjust correctly. Cabinet base and front panel are cracked/broken in several places and is heavily yellowed. Replaced damaged/worn components, cleaned unit and performed factory calibration.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g119 scaler, the insert was getting hot; no injury resulted.